Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that, a r3 straight shell impactor cross threaded and would not let the plastic tip go on. Incident occurred during a thr with instruments inside the patient. The procedure was completed using a mis impactor. No surgical delay was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, the two photos provided confirmed the reported failure. No relevant clinical information has been provided to perform a thorough medical investigation. However, per subsequent email, there were no threads were left inside of the patient. Since it was reported the procedure was completed using a mis impactor without a surgical delay or other complications, no further clinical/medical assessment is warranted at this time. A visual inspection confirmed the threads are damaged on the r3 straight shell impactor. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.